Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 650 mg/dl due to normal pump battery depletion, and the pump not being charged resulting in the pump shutting down. Customer received assistance from a friend in administering a manual injection to address elevated bg levels.